Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "this explanted liner was from a previous revision to an adm liner. Patient was dislocating and when trying to put it back in place, the head popped out, disassociation of head and liner."